Manufacturer narrative:
Product analysis the device was returned with the balloon detached at the proximal end, (photo 5). The detached balloon was also returned and has a twist in the centre, (photo 6). The four markerbands were also returned, (photo 7). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A physician was attempting to use a nanocross balloon during procedure to treat the proximal superficial femoral artery of a patient. The lesion was severely calcified and little tortuous with 99% stenosis. Artery diameter 7mm and lesion length 250mm. There were no abnormalities reported in relation to anatomy. No damage noted to packaging. No issues noted when removing the device from the hoop/tray. Device prepped per the IFU, with no issues identified. Resistance was felt during advancement. The device did not pass through a previously-deployed stent. It is reported there was a longitudinal balloon burst at 14atm. After a series of pre-dilatations using a 3.5x100 and a 5x150 nanocross balloons, the physician could not advance a non-medtronic balloon to treat a severely calcified napkin ring lesion in the mid sfa. The 6x200mm nanocross balloon was able to cross and the physician took it to burst to crack the lesion open. The balloon ruptured at 14atm but remained on the catheter. The physician had a hard time deflating the ruptured balloon. Excessive force was used during withdrawal. During withdrawal through the mouth of the sheath, the balloon came off the balloon catheter completely and remained in proximal sfa. Physician lost our wire access during withdrawal and could not cross the balloon to fix endovascularly. Cutdown on femoral artery was required to retrieve the balloon. Completed the sfa intervention endovascularly with 6x80 chocolate, 6mm shockwave, 6x250 in. Pact admiral, and 8x80 everflex stent. Patient is doing well post surgery.

Manufacturer narrative:
Additional information received reported that surgeon inserted the nanocross elite vascular balloon into superior femoral artery. When tried to remove product, the attached removal string broke. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.